Event description:
It was reported when the device was used during a lap bowel resection procedure, the staples were malformed. A new device was opened and the case was completed with no patient consequence.